Manufacturer narrative:
Reported event: probe fails to deliver energy. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an upper gi esophagogastroduodenoscopy (egd) procedure. According to the complainant, after advancing through the scope, the injection gold probe would not cauterize. No kinking or device damage was noted. Reportedly, the device was not tested prior to use. The procedure was completed using another injection gold probe along with same equipment. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.